Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the likely root cause of device failure and following explantation. No further information has been received from the field, despite requested. This is a combined initial and final report.

Event description:
The explanted device was received at med-el headquarters. No additional information has been received from the field, despite repeated requests.